Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to heartmate ii lvas could not conclusively be determined. The account communicated that the patient expired on (B)(6) 2020 due to multisystem organ failure (msof). It was reported that the device operated as intended. The patient¿s death was reportedly related to patient condition and no device issues or malfunctions contributed to the patient¿s outcome. The device will not be returned for evaluation. The current heartmate ii lvas IFU lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator the patient expired due to multi-system organ failure. It was reported the device operated as intended. The device will not be returned for evaluation.